Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.